Event description:
As the physician assistant was using the endovein cautery scissors during endoscopic vein harvesting, she observed what appeared to be sheer white ribbons of foreign material which she retrieved from the right leg. She identified these white ribbons as insulation from the scissors, "like a shearing"--fibrinous. It was noted on further inspection that one of the scissor blades appeared to have lost its insulation. This device was then removed from the operative field and a new device was made available for use. There were no patient complications; all the pieces were retrieved.